Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 32mg/dl. Reportedly, the cause was unknown, however customer's continuous glucose monitor was not available as customer removed it. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.